Event description:
It was reported that during a procedure, the aiming beam brightness of the console decreased. This event caused a delay in the surgery and the event was unable to be resolved. There were not patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.